Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a fluid leak occurred. Prior to a pulsed field ablation (pfa) procedure a farawave catheter was selected for use. Prior to insertion into the patient, a leak at the farawave catheter flush port was identified. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was disposed.